Event description:
It was reported that the patient's right ventricular (rv) lead was capped due to failure to capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554 implantable pacing lead 1999 (B)(6). (B)(4).